Event description:
During service by baxter, the infusion pump was found to contain an air-in-line printed circuit board that was out-of-specification. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 15 2007. The reported condition of air-in-line printed circuit board out-of-specification was confirmed during product evaluation. The air-in-line printed circuit board was recalibrated. The pump was returned to the customer fully operational.